Event description:
It was reported that the pulse generator exhibited pulse generator exhibited backup vvi mode. The patient was asymptomatic. No intervention was reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.